Manufacturer narrative:
Per -309 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification at the time of manufacture. The original report submitted to corin states that the revision was required as a result of a periprosthetic fracture following a fall. Additional information, including operative notes, post primary and pre revision x-rays and the explanted device was requested in order to progress with this investigation. However, it has been confirmed that these are not available and the explanted device will not be returned to corin for examination. Based on this, no further investigation can be conducted and corin now consider this case closed. However, should additional information, or the explanted device, become available, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts stem revision after 25 days due to a periprosthetic fracture following a fall.